Event description:
It was reported that (1) device was used during a hysterectomy. It was reported by the affiliate that the tsw35 second reload cartridge fell into the pt. The reload was removed and another instrument was used to complete the case. There was no further consequence to the pt. The reload is not available for analysis.